Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2010. The device was not interrogated prior to the patient leaving the office as recommended by device manufacturer to ensure the device is at the correct settings. Upon initial interrogation on the next visit, the settings were found to be at unintended settings. No patient adverse events were reported.